Event description:
It was reported that increased pacing lead impedance and high pacing threshold were observed. No anomalies were found via fluoroscopy. The lead was capped and replaced. Patient was fine after the surgical procedure.

Manufacturer narrative:
Following fields deleted: device evaluated by manufacturer.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.